Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The sales rep reported that the drainage system stopped draining appropriately. It was removed from the patient and was replaced with another one. The entire system was replaced including the catheter. It was reported that the patient is okay.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the eds iii was visually inspected and a few spots of biological debris were noted on the filter in the burette. The eds iii was flow tested and the flow was normal. The current quality inspection for these assemblies is established to 100% test for leak and blockage. Review of the history device records was not possible as the lot number was unknown. No root cause could be determined as the problem reported by the customer could not be duplicated. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Additional information received on january 09, 2014: "edsiii drainage system stopped draining. Customer said burette chamber may have gotten wet on inside when it was laid flat for patient transport".